Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the lightly calcified and tortuous right coronary artery. A 2.50x24mm promus element plus drug-eluting stent was advanced; however, the stent strut got lifted up and the device failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element plus,mr,ous 2.50x24mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the distal end were lifted from the crimped position. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the lightly calcified and tortuous right coronary artery. A 2.50x24mm promus element plus drug-eluting stent was advanced; however, the stent strut got lifted up and the device failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.